Event description:
The customer reported via phone call that they had several alarms regarding their sensor. The customer was not clear on what alarms they received. The customer's blood glucose was unknown. Troubleshooting was not completed during the phone call. The customer's sensor will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.